Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an app crash alert. No additional patient or event information is available. Data investigation confirmed an app crash alert on (B)(6) 2018. The root cause was determined to be an sql error. Investigation was completed on 07-06-2018.